Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy.